Manufacturer narrative:
Investigation results: visual investigation: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Further investigation will be done under internal psc.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00676 (400487340 no181z); 9610612-2020-00677 (400487341 no157z). Involved components: univation f meniscal comp.t2 rm/lm 9mm: 52204900.

Manufacturer narrative:
Investigation on going. Additional results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with product as univation xf femur. According to the complaint description, it was reported that the implant on the right side is loosening after 1 year and 27 days. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2020-00677 ((B)(4) no157z). Involved components : univation f meniscal comp.t2 rm/lm 9mm - 52204900.